Manufacturer narrative:
A ge service rep performed an onsite investigation. The joystick contacts inside the remote user interface were cleaned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a motion error message and would not enable the c-arm to be moved by the joystick which necessitated moving the c-arm manually. No pt injury was reported.